Event description:
Following the therapeutic insertion of an enteral feeding device the pt, age and gender is unk, was noticed to be coughing an unusual amount. Upon x-ray it was found that the j-tube was detached. The detached tube was removed with a snare and the procedure was successfully completed by replacing the tube. There were no other reported adverse affects to the pt. Event date could not be provided.